Event description:
There was a complaint of questionable elecsys tsh and ft4 results for 1 patient tested with a cobas e801 module serial number (B)(4). The questionable tsh results were not reported outside the laboratory. It is unknown if the questionable ft4 results were reported outside of the laboratory. The patient¿s initial tsh result on the client¿s e801 was 13.2. The patient¿s initial ft4 result on the client¿s e801 was 21.7. The patient¿s sample was repeated at a second laboratory on (B)(6) 2021 with an unspecified competitor method. The patient¿s repeated tsh result was 4.045 iu/ml. The patient¿s repeated ft4 result was 15.3 pmol/l. The units of measurement were requested but not provided for all assays. The specific ft4 reagent used was requested, but not provided. This medwatch is for elecsys tsh. Refer to the medwatch with patient identifier (B)(6) for the ft4.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The qc data showed very high and low results. The customer stated an interfering factor was found and pre-treatment was done and the sample was reanalyzed. Further information was not provided. The sample was requested for investigation but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.